Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument's conductor cap is missing from the wrist assembly, exposing the entire conductor wire between the distal clevis ear and the yaw pulley, no other components at the distal end are broken off or missing.

Event description:
It was reported that during a da vinci s myomectomy procedure a piece of the permanent cautery spatula instrument fell into the patient. No other information was provided, no patient harm, adverse outcome or injury was reported, on (B)(6) 2009, medwatch of/importer report #2000330000-2009-8056 was received; "event desc: during a robotically assisted myomectomy the staff was using a robotic instrument called a permanent cautery spatula. Near the end of the case the physician was removing the uterine fibroids and staff noticed a foreign object in the patient. When the object was taken out and explored it looked like it may have broken off the permanent cautery spatula during the procedure. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Robotically assisted myomectomy device usage problem: device failed (e.g. Broken couldn't get it to work or stopped working.

Manufacturer narrative:
Corrected information can be found in manufacturer report number sections on page 1 and 2: 2955842-2009-00338.

Manufacturer narrative:
Corrected information can be found in manufacturer report number sections on page 1 and 2: 2955842-2009-00336.